Manufacturer narrative:
There was no report of malfunction of unit. A service evaluation was performed the day before this procedure and unit passed all tests.

Event description:
Allegedly, at the conclusion of a lithotripsy procedure, the pt was diagnosed as having a post treatment perinephric hematoma. Pt was hospitalized and later released. There was no report of device malfunction doctor administered 3000 shocks at level 7; this exceeded directions contained in labeling: indications and contraindications - precautions labeling: "in reference to retreatment, it is recommended that pts should be limited to three treatment sessions of 2000 pressure waves each to the same focal region."